Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a bg of 39 mg/dl and became unresponsive with slurred speech after missing a meal announcement and receiving a correction dose from the ilet. The user¿s caregiver called ems, and the user was treated at bloomington hospital with IV dextrose and released the same day. No further complications were reported.